Event description:
Add'l info rec'd from MFR 1/4/00: the final analysis tested within spec and did not confirm the reported long charge time (the calculated shelf factor for this device was < 2.0 (1.98 was calculated value), therefore the capacitor was considered within spec. It should be noted that therapy is still delivered despite there being a longer than expected initial charge time. The final analysis results for the device indicate normal device function.

Event description:
Explanted ICD due to extended charge time.